Event description:
As reported through the (B)(6) clinical study: the lab reported distal fishmouthing 25-50%, exact percentage is not known. Fishmouthing was observed by the lab on the 6 month follow-up imaging, post detachment. The lab also reported (B)(6) braid bump deformation at the 6 month follow-up imaging. The 6 month follow-up imaging was performed a year prior to the lab reviewing the imaging. Fish-mouthing was also noted by the lab on the 12 month follow-up imaging. There is no planned intervention to address the fish-mouthing. The treatment site during the index procedure is a left supraclinoid aneurysm. Aneurysm is fully occluded (raymond-roy 1). No corresponding adverse event or treatment have been reported for this subject. Subject is waiting for 2 year follow-up visit.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted and therefore not available for return and investigation by the manufacturer. The alleged product issue/event as described could not be confirmed.